Manufacturer narrative:
(B)(4). Device / parts will not be returned for evaluation.

Event description:
It was reported per field service report. Pump was on patient. Symptom - install blood backup kit & perform preventative maintenance (pm) on pump. Findings/action taken: installed parts. Preventative maintenance performed. Passed all pm & functional checks.

Manufacturer narrative:
(B)(4). Evaluation: no iap parts or recorder strips were returned for evaluation at the teleflex (B)(4) facility due to blood contamination. Blood can only enter the iabp from an iab that develops a leak. The IFU states: "intra-aortic balloon membrane perforation may occur during iabp therapy. The occurrence and severity of the iab perforation is unpredictable and may be due to patient physiology, accidental contact with a sharp instrument or by contact with calcified plaque resulting in membrane surface abrasion and eventual perforation. Large perforations are rare. Small perforations can result in asymptomatic release of gas. Perforation can cause blood to appear in the balloon catheter and driveline tubing." The details of the iab rupture are unknown and unavailable. A device history record review was conducted for the iap and pump assembly serial/lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "blood back up in the pump" is confirmed. The iabp was checked by the field service engineer. The pump assembly and related contaminated parts were replaced due to blood contamination. The details of the iab rupture are unknown and unavailable. See other remarks section for continuation. Other remarks: the cause of the damaged pump was most likely the result of a catheter/balloon leak.

Event description:
It was reported per field service report. Pump was on patient. Symptom - install blood backup kit & perform preventative maintenance (pm) on pump. Findings/action taken: installed parts. Preventative maintenance performed. Passed all pm & functional checks.